Event description:
All of these use pads instead of paddles. There are both pediatric and adult pads. The device will not recognize the pediatric pads as being used and there is a line in the manual that says you are not to use pediatric pads. The device will charge to 200 joules which is too much for a child and too much for a pediatric pad which would cause a burn on an adult. Rptr believes this problem could happen in any AED. There is no labeling to discuss this problem.